Event description:
The facility reported to baxter canada colleague triple channel pump with a failure on channel b. Channel b was infusing a bolus of amiodarone when the channel stopped working. This problem was identified during pt use. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.